Manufacturer narrative:
Device evaluated by MFR.: promus premier btk mr 2.50 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The device was returned locked on a guide wire with severe damage (accordioned) to the inner and outer from 89mm to 160mm proximal from the distal tip of the device. The shaft was broken at the skive. A visual and tactile examination of the hypotube revealed multiple kinks. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x28mm promus premier drug-eluting stent was advanced for dilation. However, upon attempting to remove the device, the shaft of the balloon broke. The device was completely removed and no patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x28mm promus premier¿ drug-eluting stent was advanced for dilation. However, upon attempting to remove the device, the shaft of the balloon broke. The device was completely removed and no patient complications were reported.